Manufacturer narrative:
Additional information: h4, h6, h10. H4: the lot was manufactured from june 15, 2020 to june 16, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during treatment. The infusion was disconnected approximately two (2) days after the expected therapy time; 50ml of residual fluid remained in the device. The device had been filled with 5% glucose 230ml and 4.5g fluorouracil (powder) connected to the patient's PICC (peripherally inserted central catheter) line. There was no patient injury or medical intervention associated with this event. No additional information is available.